Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.

Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(6) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during archive data review and during the initial functional testing. The root cause for the reported complaint was due to the drive train motor brake gap being out of specification. The brake gap was adjusted within the specification to remedy the fault. Upon visual inspection, unrelated to the reported complaint, cracked front enclosure was observed likely due to user mishandling such as a drop. The front enclosure was replaced to address the observed physical damage. In addition, not related to the reported complaint, stiff manual rotation of the driveshaft was observed. The clutch area was cleaned to remedy this issue. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. To remedy the issue, brake gap was adjusted. During archive data review, a system error 139 (unable to hold compression position) and user advisory (ua) 17 (compression tracking error) were recorded, thus confirming the reported complaint. The brake gap was adjusted within the specification to address both the ua17 and system error. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(6).